Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The unit had an old style pcb and old power switch. The line was discolored and the block assembly was leaking. The product problem was caused by a disconnected/broken power switch. The product problem was ultimately attributed to normal wear and tear. The pcb and power switch were upgraded as a result.

Event description:
It was reported that the device had a faulty power switch. No patient injury or complications were reported in relation to this event.